Event description:
The ventilator was alarming "leakage." Unknown at this point if there was a break or problem with the endotracheal tube or its pilot tubing. Respiratory therapist then gently grabbed the pilot tubing to check the air and inflate the cuff more, and the pilot tubing broke off. The md was able to remove the endotracheal tube and put a new one down with just a short period of bradycardia noted in the patient. Unfortunately, the broken tube was thrown away, so I don't have a lot of details. The endotracheal tube was in place for six days.